Event description:
Patient is a retired ER nurse who is a type-ii diabetic. Patient ordered and received the freestyle libre 3 device over the weekend. She started to use the device and wanted to double check the readings against her finger stick. Each reading she took was grossly inaccurate. According to the manufacturer, readings should be accurate within 20pts of an actual glucose reading. The device was giving high readings 50 - 100 points over the actual level. Patient only used the device for one day before noticing the discrepancy.